Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the foot could not be confirmed as the foot functioned as expected during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty retracting the foot could not be determined as the reported difficulty could not be confirmed based on the returned device analysis. Factors that contribute to inability to retract the foot, include, but not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 5fr sheath, after diagnostic procedure. Reportedly, the foot plate could only be retracted after multiple manipulation attempts. Hemostasis was achieved with the sutures of the proglide device. There was no reported adverse patient effects. There was no reported clinically significant delay in the entire procedure. No additional information was provided.